Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, a missing vta bolt was found during system preventative maintenance. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and replaced the vta bolt. The fse also torqued the vta bolt to specification and verified that the system is now operating according to manufacturer specifications. No further information is currently available.